Event description:
During a shoulder arthroscopy (bankart repair) the surgeon was passing the suture punch through the bone. The tip of the suture punch broke off in the bone and was not retreived. There was no injury reported and the case was completed arthroscopically.